Event description:
A patient reported blood glucose results of "70, 80 and 107 mg/dl" with a lifescan meter, performed within 10mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of percision. Meter and control solution will be replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.